Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg pocket protruding. Surgical intervention was undertaken on (B)(6) wherein the ipg pocket was relocated resolving the issue.

Manufacturer narrative:
The event of ipg pocket revision due to a protruding ipg was reported to abbott. The ipg was relocated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.